Event description:
Post deployment of the coronary stent, the coronary whisper wire got stuck in the distal lad. After several maneuvers to loosen the wire, it broke and the tip was left in the coronary artery. The proximal lad sustained a spiral dissection. Conclusions: successful ptca & stenting of the lad & diagonal branch with residual proximal dissection. Pt was sent to surgery in stable condition. Or = emergency coronary artery bypass x 4 with removal of wire foreign body and stent from the distal lad. Patch angioplasty to the lad was performed using 7-0 prolene suture. Post deployment of the coronary stent, the coronary wire got stuck in the distal lad. After several maneuvers to loosen artery. The proximal lad sustained a spiral dissection and pt was sent to surgery in stable condition. Or = emergency coronary artery bypass x 4 -aorta to the diagonal to the left anterior descending using reverse saphenous vein, aorta to the obtuse marginal to the right coronary artery endarterectomy, removal of foreign body and coronary artery stent from the left anterior descending- left subclavian swan-ganz catheter and radial artery line.